Manufacturer narrative:
The removed central processing unit (cpu) board was returned to philips for failure analysis. The pil (product investigation lab) technician verified that there was no date code on ls1 of the cpu printed circuit assembly (pca). Using a regulated power supply, 10 volts direct current (vdc) was applied directly to the pins of ls1 while adhering to circuit polarity. The technician verified that the ls1 failed to sound due to cold solder joints. A faulty cpu board was confirmed, causing the reported backup alarm failure.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent: backup alarm failed" diagnostic code (1104). There was no patient involvement when the issue occurred. There was no patient or user harm reported. A philips service engineer (se) confirmed that the 1104 diagnostic code occurred at the repair center. The se also reported that the error code was logged in the device's event log. The se replaced the central processing unit (cpu) board, and the issue was resolved.